Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The information was received with the user facility report which is attached to this medwatch submission. The report did not include a user facility report number. (B)(4). The user facility/importer report number was not provided. Approximate age of device ¿ 1 day. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient exhibited left-sided weakness. CT and perfusion study showed infarct which later had hemorrhagic conversion. Care was withdrawn. The exact cause of expiration was unknown. The patient¿s aicd was implanted in (B)(6) 2017 and was manufactured by boston scientific. A user facility med watch was received that states: on (B)(6) 2018- patient was implanted with a hm3. On (B)(6) 2018 a bat was called because it was discovered that the patient was unable to move his left side extremities after sedation was turned off. Patient went down for a stat head CT. The CT revealed an occlusion of the right ica and proximal mca. A perfusion study revealed a small core infarct with a large penumbra involving the right mca territory. He was immediately taken to specials for intervention. Neuro was on board. Patient's inr at this time was 1.6 despite patient being off anticoagulation. He was on aspirin 325. At this time, speed was 5000rpms, epi 10mcgs, levo off and maps in 70s-80s. Thrombectomy was performed in specials. Patient was taken back to room. At this time, there was cerebral atrophy, but no evidence of mass hemorrhage or early signs of ischemia. In late afternoon of same day, patient''s neuro status changed. He became nonreactive and obtunded. Stat head CT was performed again and revealed a hemorrhagic conversion and ventricular hemorrhage with hydrocephalus and diffuse cerebral edema. It included a 7cm diameter intraparenchymal hematoma infarct. Later that evening the vad coordinator was informed the patient was not responding to levo or vasopression and became more hypotensive. Map was 50. Np arrived at bedside to speak with family and their options. End of life was discussed. During the discussin with family, the patient's rhythm changed to asystole and then a wide complex with a rate of 85. Patient''s family decided to withdraw care once the monitor converted to complete asystole. Patient did have aicd. Care was withdrawn and lvad was turned off by coordinator at bedside. Patient's time of death was 2220.